Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a late stent thrombosis occurred. The physician placed a taxus express2 drug eluting stent, unk size, to the 90-95% stenosed lesion located in the proximal left anterior descending (lad) artery. Previously placed stents in the mid right coronary artery (rca) and the proximal lad were widely patent. No pt injuries or complications were reported. The pt was prescribed aspirin for lifetime use and plavix for 1 year post procedure. Approx. 2 years post stent implantation, the pt experienced chest pain and EKG was consistent with an acute anterior wall myocardial infarction (mi). Heparin and integrilin were initiated. The previously stented lad was completely occluded with thrombus. A pronto thrombectomy catheter was used to aspirate the thrombus. A maverick 2.5 x 15 mm balloon was used to pre-dilate the lesion which re-established coronary flow. The physician then implanted a 4.0 x 18 mm non bsc stent to the proximal lad. Post dilatation was performed with a non bsc 4.5 x 13 mm balloon. Ivus revealed excellent stent apposition. No add'l pt injuries or complications were reported. Pt status post procedure is noted as stable. The pt was discharged on inspra, potassium, altace, avelox, lopressor, zetia, nitroglycerin, lipitor, aspirin, plavix, coumadin, magnesium oxide and lovenox.

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issue existed with actual unit that could have contributed to the complaint. As the batch number is unk, a review of the mfg records could not be carried out. The root cause will be documented as anticipated procedural complications due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.